Event description:
Legal representative reported "rupture", "silicone leakage", "significant pain", "visible changes in thoracic symmetry", "deformity" and "local discomfort". Later legal representative reported "collapse of left luminal expander", "lymphadenopathy in internal mammary and axillary lymph nodes with increased 18f-fdg uptake", "lower interlobar lymph node with increased 18f-fdg uptake", "small cyst" and "small hiatal hernia". This record is for left side. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.